Event description:
It was reported via repair work order that the litter was leaning from side to side due to a loose support bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the litter was leaning from side to side due to a loose support bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the litter was loose/wobbly due to a loose jack support weldment. The litter was not leaning and was only loose/wobbly. The litter would still be able to support wait.